Manufacturer narrative:
This device is not distributed by aesculap implant systems (ais) in the united states; however, similar devices are marketed by ais. Manufacturing facility checked the device history records with no indication of product or material defect. There are no further similar incidents reported for this product to date.

Event description:
Country of complaint: (B)(6), implantation: 2006. Fracture of stem (right side) was discovered incidentally when patient was prepared for left side surgery. Patient (B)(4)will be (B)(6) yrs this year, she is normal weight and small body height. Meanwhile a cemented stem (size 12) has been implanted, left side. Fracture of the stem, right side, is uncomplaining. X-rays show beginning hypertrophy of cortical substance of bone. Patient refuses revision surgery as long as she does not suffer any pain. Relatives of patient were informed concerning the fracture of the prosthesis. Patient's condition will be monitored by doctor. Patient will be appropriately referred when / if she agrees to surgery.